Manufacturer narrative:
The disposable raptor grasping device is intended to be used to grasp tissue and/or retrieve foreign bodies, excised tissue and stents during endoscopic procedures. Us endoscopy received a report that a raptor grasping device became entangled in a stent during a procedure. The date of the event is unknown. After initially placing the stent, the physician chose to reposition the stent. The repositioning procedure did not include use of the stent positioning loop. Instead the raptor device was used to grasp the stent body. Efforts to release the stent included pulling and tugging on the subject device handle, resulting in breakage at the handle preventing the release of the device from the stent. The raptor grasping device and stent were removed from the patient and a second stent was successfully placed. There was no harm to the patient or user as a result of the removal of the device and stent, nor as a result of placing the second stent. The device was not returned for investigation. The lot number was not reported. Information found in the instructions for use include 'do not use excessive force on the handle and do not coil the catheter outside of the endoscope. Excessive force or coiling may damage the device or damage the endoscope, and may result in accidental injury to the patient or clinician'. This report will be updated if additional information becomes available.

Event description:
The disposable raptor grasping device is intended to be used to grasp tissue and/or retrieve foreign bodies, excised tissue and stents during endoscopic procedures. Us endoscopy received a report that a raptor grasping device became entangled in a stent during a procedure. The date of the event is unknown. After initially placing the stent, the physician chose to reposition the stent. The repositioning procedure did not include use of the stent positioning loop. Instead the raptor device was used to grasp the stent body. Efforts to release the stent included pulling and tugging on the subject device handle, resulting in breakage at the handle preventing the release of the device from the stent. The raptor grasping device and stent were removed from the patient and a second stent was successfully placed. There was no harm to the patient or user as a result of the removal of the device and stent, nor as a result of placing the second stent.